Event description:
It was reported that this patient's right hip was revised approximately 7 years 8 months post initial operation. The patient returned to the surgeons office with complaints of pain, and dissatisfaction with their hip. Upon examination, the patient has a recalled polyethylene liner. The patient underwent a poly acetabular liner swap and a femoral head swap. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
D10: concomitants: (B)(6), 101-05-40 - 3.2mm drill bit 40mm 1pk; (B)(6), 132-36-52 - nv gxl liner lipped 36mm ID group 2; (B)(6), 164-11-11 - novation element ro s/o sz 11; (B)(6), 170-36-00 - biolox delta femoral head 36mm od, +0mm; (B)(6), 180-65-20 - alteon 6.5mm screw, 20mm; (B)(6), 180-65-35 - alteon 6.5mm screw, 35mm; (B)(6), 186-01-52 - integrip cc, cluster 52mm. H3: the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The most likely cause for the revision reported due to early prosthesis wear is a combination of the risk factors such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). The prosthesis wear was able to be confirmed from the provided radiograph. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.